Event description:
Customer reports to have received a button error alarm. Customer states buttons were not responding, the button error alarm was received. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches to lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.